Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked belt clip slot and bleeding lcd glass.

Event description:
The customer reported that the insulin pump's case was cracked at the reservoir compartment. The customer stated that they were unaware of how the damage occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.